Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information from an implant form that this device was explanted and replaced in late (B)(6) 2011 due to normal battery depletion. The device was received at boston scientific's return products department in (B)(6) 2011. The device's life cell capacity and current drain were within normal range. The device is undergoing operational and functional testing.

Manufacturer narrative:
Microscopic visual inspection identified no irregularities. All of the setscrews moved freely and operated normally. Pacing, sensing, and shocking functions were verified per bench top testing. The recorded pacing and shock impedances from the programmer were all within normal range. It was concluded that the device performed normally throughout manual testing.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device triggered elective replacement indicator (eri) in (B)(6) 2010. The monitoring voltage was 2.56 volts and was associated with a charge time of 20.2 seconds. The patient is scheduled for device replacement in late (B)(6) 2011. Technical services discussed therapy availability if the device triggers end-of-life (eol) by charge time prior to the scheduled replacement date.